Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. No motor error alarm during rewind or during bolus/basal delivery. The motor was tested outside of the device and passed. However, the unit had an unexpected vibrator rattle during the vibrate check on the self test due to adhesive not adhering the vibrator motor to the case. The unit also had a cracked reservoir tube lip.

Event description:
The customer called to report several motor error alarms during rewind in the past 30 days and also reported a vibration anomaly. The customer's blood glucose reading was unknown. The customer was informed to return the device for analysis.